Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in section h6 and h10. Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed the device evaluation. Failure analysis confirmed but could not replicate, the customer's reported complaint. The instrument was found to have a couple of firing failures, based on the log review. The instrument was returned with the second partially fired reload within the jaws. The first partially fired reload was not returned with the instrument. Once the reload was successfully removed from the stapler, the instrument was installed onto the system and passed initialization. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped without issue. The instrument was fired twice using green 45 reloads. The root cause for the firing failure was not related to the instrument. The reload knife was found to have blade damage, which can commonly cause an instrument to fail while firing. There was no problem detected for the instrument. Intuitive surgical, inc. (Isi) also received the stapler reload involved with this complaint and completed the device evaluation. Failure analysis completed their investigation and replicated and confirmed the customer reported complaint of reload stuck in stapler, was fired halfway, tissue was too thick. Failure analysis found the primary failure of exposed blade to be related to the customer reported complaint. For clarification, the reload was found to have the knife exposed within the knife track. The reload was returned within the jaws of the instrument that had a firing failure. The reload was successfully removed from the instrument jaws. Visual inspection of the reload found no physical damage to the cartridge. The cover was removed, no damage was found to any pushers or staples. There is no evidence that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. Sureform staplers will not continue firing if it encounters undue force during the firing sequence. Many factors can contribute to stapler firing forces exceeding the prescribed limit. Instrument damage, particularly in the wrist area, is a common cause. Tissue condition (for example, disease state, density), and foreign objects (for example, metal clips) can also contribute towards exceeding the prescribed limit. In some cases, a combination of these factors can affect the firing forces at the same time. Therefore, the allegation of a partial fire alone is not considered a product malfunction. The sureform stapler manual provides instructions for the user to follow the on-screen prompts if the error ¿unable to complete fire¿ is present.

Manufacturer narrative:
Intuitive surgical inc (isi) has requested that the device be returned; however, isi has not received the product to perform the evaluation. A review of the instrument logs for part #: 480545-04 batch/lot # t90220509-0098 and t90220509-0072 associated with this event was performed. The sureform 45 stapler and reload were last used on (B)(6) 2022 on system serial# (B)(4) with 9 lives, and 10 lives remaining respectively. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the staples were potentially malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted diagnostic pulmonary wedge resection surgical procedure that the stapler 45 reload became stuck in the curved-tip sureform 45 stapler and fired halfway. The tissue was reportedly too thick. The procedure was completed with a backup instrument with no reports of patient injury. Two attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.